Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial flutter ablation, a blazer dx-20 catheter was selected for use. The physician had trouble placing the catheter in a small atrium. Eventually the physician was able to place the catheter. The physician continued atrial fibrillation ablation and completed that successfully. Then began an ep study under anesthesia noted a drop in blood pressure. Intracardiac echocardiography (ice) revealed a pericardial effusion. Pericardiocentesis was performed to resolve the pericardial effusion. The pulmonary vein isolation ablation was completed but had not finished the waiting phase before aborting the procedure due to the pericardial effusion. The patient was stabilized and was sent to the intensive care unit (ICU) while still intubated. The patient did not need emergent cardiothoracic surgery. The physician believes when he had trouble placing the catheter, he flicked up into the right atrial appendage and made a small perforation that was slowing leaking throughout the case and then got worse with the aggressive pacing of the ep study. No further patient complications were reported. The catheter was disposed and will not be returned for analysis.

Event description:
During an atrial flutter ablation, a blazer dx-20 catheter was selected for use. The physician had trouble placing the catheter in a small atrium. Eventually the physician was able to place the catheter. The physician continued atrial fibrillation ablation and completed that successfully. Then began an ep study under anesthesia noted a drop in blood pressure. Intracardiac echocardiography (ice) revealed a pericardial effusion. Pericardiocentesis was performed to resolve the pericardial effusion. The pulmonary vein isolation ablation was completed but had not finished the waiting phase before aborting the procedure due to the pericardial effusion. The patient was stabilized and was sent to the intensive care unit (ICU) while still intubated. The patient did not need emergent cardiothoracic surgery. The physician believes when he had trouble placing the catheter, he flicked up into the right atrial appendage and made a small perforation that was slowing leaking throughout the case and then got worse with the aggressive pacing of the ep study. No further patient complications were reported. The catheter was disposed and will not be returned for analysis.

Manufacturer narrative:
Correction: h6 (impact codes) corrected from f19 to f23. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.